Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 it was reported that 3 infusion sets cannula was bent. Patient first went to ER and was subsequently hospitalized. Blood glucose level at the time of event was 480 mg/dl. Patient was found positive for ketones. First infusion set was in use for 3 days, second infusion set was in use for 8 hours. Patient also confirmed that the introducer needle was ahead of the cannula prior to insertion. Patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.